Manufacturer narrative:
DHR review was completed. Part # 391.201 synthes lot # p502492 supplier lot # p502492 expiration date: na . Release to warehouse date: 01 feb 2000 supplier: (B)(4). No ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair department conducted an investigation of the returned device. No service history review can be performed as part number 391.201 with lot number(s) p502492 is a lot/batch controlled item. The service history review is unconfirmed. The customer reported the device had a wire caught inside it. The repair technician reported the wire was stuck in the tensioner, and the nipple was removed from the tensioner. Coupler damaged is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 1-dec-2017. The vendor reported the jammed cable needed to be removed from the collet, and a canted spring needed to be installed in the nose piece. The vendor repaired the item per the vendor work instructions. The item passed synthes final inspection on 3-jan-2018 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no patient involvement was reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the cable tensioner has an unknown wire caught inside of it. Issue was discovered in sterile processing, no patient or procedure involvement. Concomitant device reported: wire (part number unknown, lot number unknown, quantity 1). (B)(4).